Event description:
The customer reported that while in patient use there was an o2 sensor failure with alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4).